Event description:
Facility alleges blood leak during dialysis. Chief tech. Reports leak occurred at beginning of treatment. Blood system discarded. Estimated blood loss 250cc. Dialyzer & lines replaced; treatment resumed. No further medical intervention required.